Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2015, to report having a seizure requiring medical intervention on (B)(6) 2015. Patient reported that her husband called for paramedics. Patient could not remember if she was wearing dexcom receiver at the time of the reported event. Patient further reported that her dexcom receiver could have been more than 20 feet away from her at the time of the event. Patient stated that she believes her blood glucose (bg) was at 32mg/dl, but very unsure of the exact situation. Additionally, patient reported being recently prescribed prednisone, which has caused high bg values. No additional event or patient information is available.